Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with set screw marks on the terminal pin and ring. Visual inspection revealed electrocautery damage in serveral places on the lead body and dried blood and body fluid in the lead lumen. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right atrial (ra) and left ventricular (lv) leads were explanted due to dislodgement. New leads were successfully implanted. No adverse patient effects were reported.